Event description:
It was reported that on (B)(6) 2014, the patient contacted the on-call provider reporting increased redness and drainage. The patient was concerned the site was infected and reported she was going to the emergency department. The patient was admitted to the hospital. On (B)(6) 2014, abnormal test results occurred. White blood cells were 6 and staph was found in the wound culture. On the same date a (B)(6) in the wound occurred. A lumbar wound infection was reported. On the same date intravenous(IV) ancef and IV vancomycin were administered. The following day the entire system was explanted. On (B)(6) 2014, keflex 500mg oral four times a day for 7 days was administered. As of (B)(6) 201, the event was ongoing/unresolved. It was indicated that the event was related to a procedure. The patient¿s pump was delivering compounded baclofen, dilaudid, and bupivacaine. If additional information becomes available a follow up report will be sent.

Event description:
Additional information received reported the event resulted in a serious deterioration in the health of the patient and resulted in in-patient/prolonged hospitalization.

Event description:
It was later reported that, on (B)(6) 2014, the event was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).